Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. Beckman coulter (bec) customer technical support (cts) assisted the customer with cleaning the wash valve components to resolve the issue. The wash valve is comprised of a rotor, stator, and seal. The customer performed hardware verification testing after the event. All system parameters including system check, quality control (qc), and precision performed within assay and instrument specifications. In conclusion, although a specific hardware component cannot be identified with the available information; there is sufficient evidence to reasonably suggest a system malfunction as the cause of the elevated access accutni+3 results.

Event description:
The customer reported obtaining elevated access accutni+3 results in association with the access 2 immunoassay system serial number (B)(4) for one (1) patient. The sample from the patient was reanalyzed using alternate access 2 immunoassay system serial number (B)(4) and a lower result, within the laboratory's normal reference range, was obtained. The sample was reanalyzed using the same access 2 immunoassay system and a lower result, above the laboratory's normal reference range, was obtained. The customer stated the elevated access accutni+3 results were not reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result. Prior to obtaining the elevated access accutni+3 results, quality control (qc) recovery was above the laboratory's established ranges and attempts to recalibrate failed due to elevated %cvs and wash valve pump motion errors. The customer did not supply information regarding the collection or centrifugation of the patient sample.